Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98.

Event description:
The customer observed falsely depressed alinity I stat high sensitive troponin-I results generated on the alinity I processing module sn ai23116 for six patients when compared to results on other instruments. The additional testing of the samples was done for evaluation purposes only. The following data was provided (customer cut off: male <36 ng/l, female <16 ng/l): sid (B)(6) female troponin 13.16 ng/l (sn (B)(4)), repeated 17.28 (sn (B)(4)) and 20.01 ng/l (sn (B)(4)) sid (B)(6) unknown gender troponin 14.99 ng/l (sn (B)(4)), repeated 18.64 (sn (B)(4)) and 23.47 ng/l (sn (B)(4)). Sid (B)(6) unknown gender troponin 15.13 ng/l (sn (B)(4)), repeated 20.12 (sn (B)(4)) and 22.17 ng/l (sn (B)(4)). Sid (B)(6) female troponin 13.40 ng/l (sn (B)(4)), repeated 16.58 (sn (B)(4)), 24.18 (sn (B)(4)), 20.63 ng/l (sn (B)(4)). Sid (B)(6) unknown gender troponin 15.48 ng/l (sn (B)(4)), repeated 17.86 (sn (B)(4)) / 24.99 (sn (B)(4)) / 22.31 ng/l (sn (B)(4)). Sid (B)(6) unknown gender troponin 25.26 ng/l (sn (B)(4)), repeated 27.43 (sn (B)(4)) / 37.32 (sn (B)(4)) / 31.42 ng/l ((B)(4)) . No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and performed multiple troubleshooting procedures. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. There were no non-conformances related to the current complaint for the alinity I processing module. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, a product deficiency was not identified.